Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received with battery voltage near beginning of life level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters while programmed to field settings found all pacing parameters within normal range. Additionally, visual examination of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the pacemaker was unable to pace. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.